Event description:
Additional information reported that a hematoma was confirmed by the emergency room physician. No troubleshooting was done prior to the pump¿s explant. The symptoms the patient was experiencing due to the hematoma/wound rupture and the patient¿s outcome was unknown. The drug in the pump was still unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a possible hematoma at the pump pocket site, which caused a rupture of the wound. Upon wound dehiscence, the pump was visually exposed and the patient was seen by emergency room, which consulted with the managing pump pain healthcare provider (hcp). The hcp decided to explant the pump, tie off the catheter and close the wound. The pump was explanted, but the catheter remained implanted. There were no further event details, nor was the patient outcome provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).